Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Multiple cartridge changes were performed to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 267 mg/dl.